Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-nov-2020, UDI#: (B)(4), non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the lead was broken. The rep reported that the patient presented with increased sciatic nerve pain going down the right side. The rep reported that the patient had a big fall about 3 months ago playing frisbee with his grandson, but the increased pain started about 6 months ago. The rep did an impedance check and all electrode on the 8-15 lead were over 10,000, out of range. The rep reported that they reprogrammed the patient using only the 0-7 lead and were able to get stimulation on right and left side. The patient was still happy with coverage and would try the new programming. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedances was not determined but the fall could have contributed. The patient was reprogrammed on the other lead and was able to get ample coverage of the pain pattern. The issue was resolved.